Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name and product code. A correction to field d2 is being submitted in this supplemental report.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The edwards sapien 3 ultra transcatheter heart valve is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. It is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 ultra valve in a failed bioprosthetic valve in the pulmonic position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case , the root cause of the s3u central leak cannot be confirmed. However, based on the available information it was likely due to procedure related factors (bvf with a non-compliant balloon). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral valve-in-valve in the pulmonary position, the 23mm sapien 3 ultra had moderate central insufficiency. As reported, the first 23mm s3u was implanted, in a 25mm non-edwards valve which had a 21mm true ID. It was decided to bvf (bioprosthetic valve fracture) with a 24mm true balloon post valve deployment in order to decrease the gradient and getter a bigger effective orifice area. There was moderate central pi (pulmonary insufficiency) after bvf was noted. After much discussion, it was decided to place a 2nd 23mm s3u and pi was resolved. Patient did well as expected.